Manufacturer narrative:
Other applicable components are : product ID: 306001, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was reported that patient's  lead is broken. And patient was going to see their  doctor on 4/28 at 11am.  Patient had her leads removed due to a broken lead no further complications were reported/anticipated at this time.